Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch select simple meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred ¿one month¿ prior to contacting lfs. The patient manages her diabetes with ¿metformin and vinagritina¿ and the reporter denied that the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated that ¿one month¿ prior to contacting lfs, after the meter issue had occurred, the patient developed symptoms of ¿dizzy and headache¿ and then visited the emergency room (ER), where she had her blood glucose measured on an ER meter which gave a result of ¿275mg/dl¿ and she was treated with IV fluids. During the call the cca noted that it was the first time the meter had been used and the patient had been using the incorrect test strips. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.